Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "bd max positive discrepancies hazard, injury or erroneous results? Yes. Erroneous results from bd max. Samples re-ran on another max and results were as expected, leading us to focus on discrepant results from this max (B)(4)."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results while running the extended enteric bacterial panel assay. These samples with suspected false results were run on another max instrument where they came up as a negative result. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of the reader on side b of the instrument. Functional reader tests and qualification runs were performed and both gave passing results. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) and one additional work order was observed on 16sep2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.